Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. It is unknown how the case was completed. No adverse consequences reported.